Manufacturer narrative:
H6: investigation summary bd received one samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for insufficient additive with the incident lot was observed. Additionally,100 retention samples from bd inventory were evaluated by visual examination and the issue of insufficient additive was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient additive. Bd determined that the root cause of the indicated failure mode was attributed to assembly process. Occasional stuck and exposure to the air for a long time is easy to crystallize and the nozzle is blocked, which may lead to less additive spraying.

Event description:
It was reported that 4 bd vacutainer® k2 edta tubes had insufficient anticoagulation in them. The following information was provided by the initial reporter, translated from chinese to english: " 1. The results were inaccurate due to insufficient anticoagulation in 4 cases 2. Four were affected, all in the same package. It was suspected that the same batch would have such a situation, and the batch was required to be replaced".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® k2 edta tubes had insufficient anticoagulation in them. The following information was provided by the initial reporter, translated from chinese to english: " the results were inaccurate due to insufficient anticoagulation in 4 cases. Four were affected, all in the same package. It was suspected that the same batch would have such a situation, and the batch was required to be replaced."